Event description:
It was reported that the patient had some inappropriate shocks due to oversensing of wide intrinsic complexes. The patient was undergoing dialysis at the time of the event and was having pulseless electrical activity. The patient was intubated and has been placed on vasopressors. There were no additional adverse patient effects. The system remains implanted.